Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. Customer's blood glucose level was 400 mg/dl at it's highest. Reportedly, the customer continued to use the pump for insulin therapy.